Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for ulna shaft fracture with the locking screw and the handle. During the surgery, after the locking screw insertion, the surgeon found that the reduction was lost. When he tried to remove the locking screw once, he found that the screw had not been inserted completely. The surgeon had difficulty in removing the screw using the handle because the handle was too slight to use. The surgeon tried a few ways, but he couldn¿t remove the screw and he was afraid that the screw might be stripped. Finally, the surgeon used another device and removed the screw. The surgery was completed successfully with an eighty (80) minute delay. The surgeon commented that the handle can¿t be used for the young patient because the bone is hard. No further information is available. Concomitant devices reported: handle w/quick-coupl l110 (part number 311.430, lot unknown, quantity 1). This report involves one (1) unknown screws: locking. This is report 1 of 1 for (B)(4).